Manufacturer narrative:
4/17/1998: g9 - MFR report number has been changed here and in header on page 1.

Event description:
Pt had device explanted due to upcoming move out of the country. Approx one week after explant, the pt was admitted to the hosp with meningitis. The pt was subsequently treated with antibiotics and discharged. The physician did not see any sign of infection at explant, and does not believe that the infection was caused by the surgery or the device.